Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. Approximately one month prior to the event onset, the patient experienced a previous episode of peritonitis. The patient reported the cause of the events was due to a bacterial infection. It was not reported if the patient was hospitalized for the events. The patient was treated with meropenem (intraperitoneal) for both events. At the time of this report, the patient outcome for both events were not reported. Pd therapy was ongoing. No additional information is available.